Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 43.5 cm distal to the is4 connector pin. In that section, the lead body was found squeezed and deformed. The conductor coils were fractured. These findings can be considered to be the root cause for the out of range impedance mentioned in the complaint description. Due to the broken contact the electrical analysis was not feasible. Further inspection showed cuts in the insulation which occurred most likely during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 27 months after the implantation the impedance out of range and oversensing were noted on this lead. The lead was explanted and received for analysis. The reporting decision was made based on the analysis results. An explant date was not provided.